Manufacturer narrative:
The product was discarded by the hospital and was unavailable for return. An investigation could not be performed and as a result the root cause was not determined. However, the failure could be confirmed from the pictures provided to us from the customer. A DHR review of lot 92174217 was performed and the investigation found no abnormalities and all the controls were completed in accordance with the process control form. No systemic issue was identified from the complaint database review but the data, however, will continue to be monitored and if a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary. Due to this no further investigation or action is warranted at this time and the complaint will be closed. Please note this is the final report.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
According to the customer: "there was blood leakage from the luer connector of the oxy." (B)(4).